Manufacturer narrative:
One unit was returned for investigation. Device was tested by filling reservoir with water and attaching temp check to the hotline. By doing this test, the customer complaint was confirmed. No root cause analysis was able to be done.

Event description:
Information received fluid warming/level 1 hotline low flow systems - hl-390 pump won't run, then overtemp alarm. No patient adverse events reported.